Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related on a separate issue. During testing the service center identified a blurry image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a defective fiber optic defect and damage to the charged coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.